Event description:
During a 2 level acdf at levels c4-5 and c5-6, the surgeon was using the extraction screwdriver to insert screws. While using the extraction screwdriver, approximately 5mm of the tip of the screwdriver broke off. The surgeon retrieved the broken piece and x-ray was taken to ensure that there were no fragments remaining. Reportedly using the extraction screwdriver placed high torque on the screwdriver. There was no reported delay in the procedure as the surgeon extracted the piece and continued. This was the end of the procedure and this was the last screw.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies.

Manufacturer narrative:
Device used for treatment and not diagnosis. This instrument consists of three components driver shaft and handle assembly, inner shaft, and an outer sleeve. The return only included the driver shaft and handle assembly (B)(4). The distal tip shows failure to three of the four driver lobes. The return did not include the liberated pieces from the distal tip. Except for the broken tip, the component is in good condition. The vectra system includes this extraction driver to remove screws from existing constructs. The vectra, vectra t, and vectra one technique guide provides a caution statement concerning using this driver to insert screws. This device removes cervical screws only. The design risk assessment is being reviewed for a possible update.